Event description:
The pt was placed in lab #2 for a cardiac catheterization. Ge florouscopy machine failed while the physician was doing the procedure. The machine was re-started/re-booted twice to no avail. Pt was transferred to another procedure room to complete test. No adverse outcome to patient. The patient was aware of the technical problems and was discharged home post procedure with instructions and prescription. Ge was notified of the incident and equipment was repaired.